Manufacturer narrative:
H3 other text: the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has expired. Also, have respiratory tract irritation, inflammatory response, lung disease and cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging patient has expired. Also, have respiratory tract irritation, inflammatory response, lung disease and cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil used a fitt (foam integrity test tool) and the associated procedure (B)(4) v01 and was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings like- 1 error logged. Pil was able to get care orchestrator information from device. Modem accessory door panel was missing. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Dust-like contamination on the top of the blower motor and the blower seal. Rear panel and bottom enclosure had unknown brown stains on them. Blower motor had potential mineral deposit stains on it and in it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers inside the blower box. Blower box had potential mineral deposit stains, indicating potential water/liquid ingress. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.